Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included birth control pill. Concomitant products included oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdomen pain"), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercource)"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In 2015, the patient experienced alopecia ("hair loss") and fatigue ("fatigue"). The patient was treated with surgery (supracervical hysterectomy(uterus only) with removal of the essure devices on (B)(6) 2017 (B)(6) 2017) and surgery (dilation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, vaginal haemorrhage, dysmenorrhoea, dyspareunia, alopecia, migraine and fatigue had resolved and the genital haemorrhage, menorrhagia, headache and nausea outcome was unknown. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment on multiple occasions for the symptoms, was forced to undergo a major surgery and has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: confirmed full occlusion and proper placement. Most recent follow-up information incorporated above includes: on 17-apr-2018: pfs received. Events added: vaginal bleeding, menorrhagia, headaches, nausea, dysmenorrhea, dyspareunia, fatigue and lower abdominal pain. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss") and migraine ("migraines"). The patient was treated with surgery (partial hysterectomy with removal of the essure devices on or about (B)(6) 2017). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, alopecia and migraine outcome was unknown. The reporter considered alopecia, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: patient sought treatment on multiple occasions for the symptoms, was forced to undergo a major surgery and has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.